Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, lead noise was observed. Patient was brought into the clinic and lead noise was reproducible via isometric testing. No other electrical anomalies were observed. Lead therapy was turned off and lead replacement was planned. No further information available.